Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with an additional unit. Testing was performed on both units. However, the complainant's experience could not be replicated or confirmed. Both units met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends. The exact event unit could not be determined, below are the two lots returned by the complainant. Product: ctb12, 5x100 kii sh bld zthr dp 10/bx. Catalog number: 101413701, serial number: na. Lot number: 1306478. UDI: (B)(4). Manufacturing date: 10/02/2017. Expiration date: 10/01/2020. Product: ctb33, 11x100 kii sh bld zthr 6/bx. Catalog number: 101472323, serial number: na. Lot number: 1308911. UDI: (B)(4). Manufacturing date: 10/19/2017. Expiration date: 10/18/2020.

Event description:
Additional information received from applied medical team member via email on 23 may 2018: many hospitals refer to our optical trocars as visiports. The surgeon definitely used our trocars in this incident.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic heller's. Event description. Patient: (B)(6) female. Very slim with well developed abdominal muscles. (General surgeon) tried inserting z-threaded trocars under vision but couldn't get the trocars through into the peritoneum. [The general surgeon] then carried out a cut down with c0r47. He then went in with bladed trocars under vision using c0r47. He still struggled slightly to get the bladed trocars into the patient. Once the trocars were in, he used to the scope to look around and noticed two small cuts in the stomach. [The general surgeon] is not sure if there was a fault with the blade when entering and the blade did not retract or if the tissue structures played a part. Nevertheless, the patient sustained an injury. [The general surgeon] repaired the wound and continued with the case. The patient is fine and will be informed by [the general surgeon] about what happened. [The general surgeon] has not experienced this before. I mentioned I would keep him updated on our findings. Additional information received via email and phone from applied medical team member on 20 apr 2018: surgeon confirmed that malfunction relates only to 1 units but unfortunately he cannot tell which one. This is the reason they are returning the bladed trocars used (2 ctb12 coming from the same pouch , dual pack, and 1 ctb33). Additional information received via email along with their report from (B)(6) 20 apr 2018: unable to access patients' abdomen using [non-applied trocar]. Bladed trochars used- after first port insertion all ports inserted under direct vision. There was some difficulty inserting the ports. It was noticed that the blade had not retracted and the patient had 2 cuts to their stomach. This was repaired. Details of injury (to patient, carer or healthcare professional): inadvertent cuts to stomach from the blade on the trocar. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) repaired with sutures. Local incident report completed. Documented in patients' care notes and duty of candour followed. Local procurement team informed,representative informed. Devices and wrapping retrieved/retained for potential analysis by the manufacturer. Type of intervention: repaired the wound and continued with the case patient status: two small cuts in the stomach. Patient is ok.